Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the manufacturing representative (rep) met with the patient on (B)(6) 2019. An impedance check was done, and all impedances were normal. The rep simply reprogrammed the patient's device. The patient's doctor thought her pain was completely unrelated to the patient's device. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their lower back is hurting so bad and they can¿t figure out why. The patient stated that they tried changing different groups (b and c), and tried increasing the intensity, but the issue remained unresolved. The patient thought that their controller wasn¿t working and was dead. They thought that the implantable neurostimulator (ins) and controller batteries were supposed to display as red when they are fully charged, but the controller battery is currently showing green. The patient indicated that their controller was plugged in all night. At the time of the report, the controller battery was showing 100% (green) and the ins was showing low (yellow). Patient service recommended charging the ins and reviewed that there is nothing wrong with the controller as it is fully charged and showing green, which is the intended color. The patient was able to start an ins charge session at the time of the report and confirmed that the charging quality is excellent. The patient stated that they had a fall 2 weeks ago, and they thought maybe they could have damaged their device after the fall. They added that they were in rehab. The patient was redirected to follow-up with their healthcare provider. The patient confirmed that the alleged issues with the controller were resolved with education during the call. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-03-05. It was reported the patient had been worried about their back killing them again after the fall. The manufacturer representative (rep) did some work on the ins the patient reported it still works when it is shutting off, starting with a blast. The issue of the lower back hurting and possible device damage had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called back and said that she tried all the programs and she is still having issues with her pain and device. The patient was redirected to follow up with their healthcare provider (hcp). No further information was reported.